Event description:
It was reported that a user experienced hyperglycemia after changing the insulin cartridge, with a peak blood glucose of 303 mg/dl and a duration above 180 mg/dl of approximately 3 hours, while the ilet showed insulin on board and no device alerts or alarms. Symptoms included elevated blood glucose without reports of loss of consciousness, dizziness, or diabetic ketoacidosis. Outcomes included self-recovery with glucose decreasing to 153 mg/dl without use of backup therapy, ketone testing, medical intervention, or assistance. Investigation included user guidance, review of device status indicators, and remote follow-up. Investigation of this case revealed no device alerts and insulin delivery recorded shortly before contact, with glucose trending downward. It was concluded that hyperglycemia occurred with an unclear cause and that the device appeared to be dosing.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.